Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no image issues and error code e315 was displayed. The issue was found during preparation for use in diagnostic colonoscopy procedure which was completed without any delay using a similar device (pcf-h290di) . Patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a electrical continuity error occurs due to water invasion in the scope connector. Air/water leakages or fluid invasion., fluid invasion with no leakage (no phenomenon or abnormalities in appearance),there is a trace of water invasion in the device (e.g. Internal rust or corrosion). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device. Due to the invasion, an abnormality of electronic parts occurred inside the scope connector which led to the displayed error message. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.